Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a drive issue. There was a power failure to motion following the imaging system spin. The issue occurred twice as carried out 2 spins. The kick switch was checked to ensure it hadn¿t moved at all. They had to kick over the switch to move manually following the spins. The issue was resolved following a restart. Remote troubleshooting performed. There was no patient involvement.

Manufacturer narrative:
A medtronic representative visited the site to service the system. No hardware components were replaced. The failure was not reproducible. The system was functioning as intended. Codes b01, c19, d14 are applicable. Pcba component was not replaced and therefore not returned. Codes b17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: bi71000221r, lot#unknown this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.